Event description:
It was reported by the rep that the (1) 512sa was used during an unknown procedure. It was reported that the device housing fell apart or broke away from the trocar during the procedure. The case was completed with a new device. There was no consequence to the pt.